Manufacturer narrative:
At this time, no further testing has been performed and records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Testing distal coil to can yielded acceptable shock impedance measurements. The shocking vector was reprogrammed to distal coil to can and all shocks were programmed to 41 joules. Boston scientific technical services (ts) discussed performing defibrillation threshold (dft) tests following reprogramming. No adverse patient effects were reported.